Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the delays keypad response, which was experienced during eval. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's eval of a spectrum pump, it had delayed keypad response. There was no pt involvement.